Event description:
It was reported the patient presented in clinic for follow-up. Upon analysis, it was determined the implantable cardioverter defibrillator (ICD) could not be interrogated over radio frequency (rf). A firmware download was performed to restore rf telemetry. Rf telemetry was temporarily restored but failed again and inductive telemetry was used to complete the interrogation. There were no patient consequences.